Event description:
It was reported that during the procedure the subject device coil was pushed and pulled for placing, it was prematurely detached. The subject coil was removed and the procedure was completed without clinical consequences to the patient.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual and microscope inspection of the returned device found that the coil delivery wire was kinked/bent due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use. The main coil was returned attached, but it was severely stretched, and the suture was damaged. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information received from the customer indicated that the device was in good condition prior to use and continuous flush was maintained throughout the procedure. The main coil was seen to be stretched and there was suture damage, but the main coil was returned attached. Therefore, the ¿main coil prematurely detached/separated during use' was not confirmed. The as analysed ¿ procedural factors¿ will be assigned to ¿main coil stretched' and main coil suture damage' as these defects appear to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural or anatomical factors during use. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during the procedure the subject device coil was pushed and pulled for placing, it was prematurely detached. The subject coil was removed and the procedure was completed without clinical consequences to the patient.